Event description:
Procedure: unk. The trocar was being used as a camera guidance trocar. During use a piece of the distal trocal hull broke. The surgeon had to search for the piece in the abdomen to reveal and remove it. There was no patient injury.